Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported an unintended disconnection of a maxplus mated to an IV tubing during an epinephrine infusion that resulted in medication leaking in the patient's bed. The patient had a significant but unspecified drop in blood pressure. The tubing was replaced and mated directly to the central line in order to restart the infusion. There was no lasting harm for the patient.